Manufacturer narrative:
PMA/510(k) # p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: it has been stated by the cook representative that the pouches are returning for evaluation. The investigation was be updated when they are received. A document based investigation has been carried out. Additional information has received from the customer stated that no part of the device became non sterile as a result of this issue. In the complaint description the customer referred to a black plastic bag, this was queried and it was determined that the customer was in fact referring to the white foil pouch which is the outer packaging. It was stated that there was no issue with the product itself, no patients were involved, no results for the application were feared and no moment of danger neither for the patient nor the user. The complaint/negative feedback was confirmed based on customer testimony. This complaint is deemed the opinion of the user and no manufacturing or functional defect was reported. Document review: prior to distribution, all zisv6 (zilver ptx) devices are subject to visual inspection of packaging integrity a review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Summary: the complaint/negative feedback was confirmed based on customer testimony. This complaint is deemed the opinion of the user and no manufacturing or functional defect was reported. No adverse events were reported as a result of this occurrence as no patient contact was made. This was negative feedback from the user. Complaints/negative feedback of this nature will continue to be monitored for any potential emerging trends.

Event description:
Rep collected feedback from customer that the packaging from our ptx stents in general is not great. The outer black plastic bag has a pull open line but its hart to open without damaging the sterile bag in it too -with the product itself- nothing wrong-. "As per complaint form": the customer complains about the stiff cardboard with which he scratches his hands, and the outer foil bags of the zptx stent, where a: the stent has to be shaken downwards because it lies exactly on the level of the pre-perforated removal aid and b: despite the help of tearing, the outer protective bags cannot be torn nicely diagonally. There is a risk that the inner package will also be torn, causing the stent to become non-sterile. No patients are involved here, no results for the application are to be feared, no moment of danger neither for the patient nor the user. A pure complaint to the packaging from the point of view of the user. As we were told by our pm's to send in kind of a complaint to collect market feedback. I do have 3 of these pouches with me and will send them in as examples for a better understanding. This market feedback is not new - it is heard everywhere where we sell the zptx.